Event description:
Seven days post closure procedure, a non-occlusive thrombus was detected in the cfv. The pt reported a mild pain. The pt was hospitalized for 5 days, and placed on lovenox, and coumadin. At time of the follow-up in 2004, the pt was asymptomatic.